Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: five (5) actual samples were received for evaluation. Visual and magnified inspection were performed; which did not identify any abnormalities that could have contributed to the reported condition. The fill port caps were removed which observed a dark foreign matter embedded in the outside barrel of the fill port cap. The reported condition was not verified. The reported condition was not verified in the remaining four samples. The sixth sample was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had white foreign material. This was identified before drug mixing. There was no patient involvement. No additional information is available.